Event description:
It was reported during a catheter revision that an "old catheter" was left in the patient and was not removed completely from a previous catheter replacement. It was suspected that there was a cerebral spinal fluid (csf) leak from the old catheter. Other than the leak, there were no patient symptoms reported. It was noted that the physician found the original broken catheter and tied it off in 4 different places to stop the csf from building up in tissues. It was indicated that the patient was receiving effective therapy. The drug delivered via pump was baclofen.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID, 8703w lot# serial# (B)(4), implanted: 1998 (B)(6), explanted: (partial) 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).